Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The o2 bezel flow and proportioning system were calibrated to resolve the reported issue. No report of patient involvement. Unique device identifier - (B)(4).

Event description:
The hospital reported that nitrous is not zeroing and failing flow control test. There was no report of patient involvement.